Event description:
It was reported that when using the bd pyxis¿ medbank tower aux the user tried to issue a medication, but the system did not provide an option for rx verify. The system was not syncing and prompted the user for a validation code. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: unique device identifier, serial number and manufacturer date not available. Upon investigation of the actual device used in the incident, it was determined that a system was not syncing and prompted for a validation code. The technical support specialist (tss) remoted into the cabinet restarted asp sync, data now syncing down. The system functioned after the technical support specialist troubleshoot the device.